Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported that the insulin pump alarmed no delivery. Troubleshooting was done. Customer's blood glucose was 443 mg/dl. Customer reported that the alarm was resolved by a complete set change. No further information provided.